Event description:
Procedure: wedge resection. According to the reporter: after firing, the surgeon could not retract the blade that was at the end of the cartridge. The surgeon was able to cycle the instrument, but the device was still stuck on tissue. Only one side fired on tissue. The surgeon then pulled the device off tissue, tearing it. A new reload was opened and the surgeon had to fire underneath the tissue that was torn. Operating room time was delayed approximately 30 minutes.

Manufacturer narrative:
(B) (4). (B) (4).